Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 4 cycles to the bilateral upper and lower flanks with a coolcurve on (B)(6) 2016 and (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) months after treatment. The patient expressed that this has been noticeable for months. She describes the tissue as a large bulge, that is non-tender, and is very ¿squishy¿ compared to the surrounding tissue. On (B)(6) 2017, the provider diagnosed the patient with suspect paradoxical hyperplasia based on new asymmetrical tissue enlargement that occurred months after the procedure. The patient was re-assessed on (B)(6) 2018 and the provider diagnosed ph to the left lower flank.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with 4 cycles to the bilateral upper and lower flanks with a coolcurve on (B)(6) 2016 and (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) months after treatment. The patient expressed that this has been noticeable for months. She describes the tissue as a large bulge, that is non-tender, and is very ¿squishy¿ compared to the surrounding tissue. On (B)(6) 2017, the provider diagnosed the patient with suspect paradoxical hyperplasia based on new asymmetrical tissue enlargement that occurred months after the procedure. The patient was re-assessed on (B)(6) 2018 and the provider diagnosed ph to the left lower flank.